Manufacturer narrative:
Approximate age of device - 5 years. The pump remains in use supporting the patient and no further related events have been reported. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that a fellow at the hospital restarted the patient on an aspirin regimen that had been discontinued in the past due to gastrointestinal (gi) bleeding. On (B)(6) 2016, approximately one month after the aspirin regimen was restarted, the gi bleeding resumed and the patient was admitted. It was reported that the patient had been off aspirin for years. Four (4) endoscopies were performed but no arteriovenous malformations (avms) were found. The patient¿s inr goal of 1.8 ¿ 2.2 has not changed; however, the aspirin therapy was discontinued again. No additional information was provided.